Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform functional test including self-test, a21 error test, displacement test, prime/a33 test, basic occlusion test, occlusion test and excessive no delivery test due to physical damage to lcd glass. Insulin pump received with cracked case at display window corners. Unit received with minor scratched lcd window, case and keypad overlay.

Event description:
Customer called to report that he can no longer read the display screen on the insulin pump. Customer stated that, as a result, he ended up bolusing too much insulin which led to low blood glucose levels. Customer's blood glucose levels at the time of the incident were 30 mg/dl. Customer stated that emergency medical technicians (emt) were called and treated his low blood glucose with two glucagon shots. Customer stated that display issues on the insulin pump were not resolved with a new battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.